Manufacturer narrative:
All available information was investigated, and the reported material split, cut, or torn (soft tip) and failure to advance were not confirmed via device analysis. Additionally, it was observed that the soft tip had deformation. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported material split, cut, or torn (soft tip) associated with the noted soft tip tear was due to user perception of the soft tip deformation. The observed deformation due to compressive stress associated with the soft tip deformation was due to the failure to advance the sgc. The reported failure to advance associated with the inability to advance the sgc was due to challenging patient anatomy (kink in the femoral vein). There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report a tear in the soft tip of the steerable guide catheter. It was reported a procedure was performed to treat grade 3 functional mitral regurgitation (mr). Due to a kinked femoral vein, the steerable guide catheter (sgc) was only able to advance about 10-20cm. The sgc was removed from the patient anatomy to dilate the vein with a 24f dilator. It was noticed that the soft tip of the guide wasn't smooth and had a tear. A replacement sgc was used, and was able to successfully bypass the kinked anatomy. One clip was implanted reducing mr to grade 1. No additional information was provided.